Event description:
The customer reported that the defibrillator charge button did not initiate a charge when tested.

Manufacturer narrative:
(B)(4). The customer reported that the defibrillator charge button did not initiate a charge when tested. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.